Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) helix disengaged from helical channel, defib conductor distorted, distal conductor blood/body fluid (not obstructed), outer insulation cosmetic esc, all insulators breached cut, outer insulation cosmetic depression, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, lead stretched. Partial lead in segments returned and analyzed.

Event description:
It was reported the lia (lead integrity alert) was tripped. The rv (right ventricular) pace/sense impedance ranged from 250 - 700 ohms and there was oversensing. An xray noted a micro-perforation of the lead tip. Later reported lead had been showing signs of fracture, impedance swings, oversensing, and noise. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the lia (lead integrity alert) was tripped. The rv (right ventricular) pace/sense impedance ranged from 250 - 700 ohms and there was oversensing. An xray noted a micro-perforation of the lead tip. The plan was to explant the lead the day of the call.